Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services. The local representative was present at an implant procedure and lost telemetry with the device. The local representative asked about resetting the device with a magnet. A magnet rest was performed and telemetry was successfully re-established. The serial number of this device was not reported. The available information suggests that this device remains in-service.